Event description:
A pt reported blood glucose results of 170 and 120mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also experienced symptoms of dizziness, body aches, and feeling sick. Contacted the paramedics and was treated with an IV (type of treatment unk). There is insufficient info available regarding how the meter was involved. A letter is being sent to the pt as a second attempt for more info.